Manufacturer narrative:
Manufacturer¿s investigation conclusion: the report of a shock to the right-side of the patient¿s body could not be confirmed through this evaluation. The submitted log files contained data from the reported event date of 16sep2024. No notable events were captured, and the pump appeared to function as intended throughout the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) with no further issues reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the hm 3 patient handbook, rev. D, are currently available. Several sections of the IFU and patient handbook instruct the user on how to properly maintain their equipment in such ways that would avoid the user feeling an electrical shock. The heartmate 3 patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that while the patient was switching power sources from battery to mobile power unit (mpu), the left ventricular assist device (lvad) shocked the right-side of their body. The patient stated that it happened again the following night when switching from battery to mpu. Log files were sent for review. The event log file captured routine events.